Event description:
It was reported via clinic notes from the surgeon that the patient's battery was at lower around (B)(6) 2020 and that the vns worked well for the patient but now that the battery is low the seizures have become more frequent. It was stated that their seizures only occur at night and have been happening every other day whereas piror there were every week and a half. The patient's device has been explanted and replaced. The explanted product has not been received into analysis to date. No additional relevant information has been received to date.